Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of hemorrhage and hypotension are listed in the perclose proglide instructions for use (IFU), as potential adverse events of use of the device. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a percutaneous coronary intervention procedure with an impella intra aortic balloon pump. Reportedly, the proglide used in the left groin "misfired". Manual arterial compression was applied for an hour and then a covered stent was put in. Hemostasis was achieved. Significant bleeding occurred with low blood pressure that was treated with vasopressor medication and a blood transfusion. The patient was discharged on (B)(6) 2020 in stable condition. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.